Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir was unable to fill with insulin. The customer's blood glucose reading was 128 mg/dl at the time of incident. Troubleshooting found that the customer tried multiple reservoirs up to 9 times and only one reservoir worked. The customer was advised that the reservoirs would be replaced and to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 8 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications.